Event description:
In 2007, a report was received claiming that the "shape" of the flange on the device is causing skin irritation to a patient. The customer is requesting information to protect the patients skin. The customer reported that the tube was replaced.